Manufacturer narrative:
The returned device was evaluated and the investigation found the exposed portion of the soft cannula to be torn. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded, and no signs of leakage or additional damage were observed. Although the cannula was damaged, the exact timing and cause of the damage are unknown. The top housing of the device was observed to be cracked. The exact cause and timing of the damage could not be determined.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.